Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) and battery were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The battery and ups were returned for analysis. Functional testing determined that both components were functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a battery service error and when the field representative (rep) went into self test the battery percentage remaining was 100% and the system powered off immediately. There was no patient involvement. The probable cause was noted to be the uninterruptable power supply and battery.

Manufacturer narrative:
Continuation of d10: concomitant product information references the main component of the system. Other relevant device(s) are: product ID:  9735787, serial/lot #: unknown, product ID: 9735773, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.